Event description:
It was reported that patient was experiencing ineffective stimulation. Upon further investigation, one of the patient's leads had migrated, which was confirmed via imaging, also system diagnostics recorded high impedances on the other lead. Surgical intervention took place on (B)(6) 2024, where one lead was repositioned and the other explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.